Event description:
Procedure: hernia repair (laparoscopic). Reportedly, the balloon ruptured in the patient cavity during the procedure. All pieces were retrieved without difficulty. No patient injury reported.